Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Remains implanted.

Event description:
It was reported that the patient underwent right partial knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a right knee arthroscopy with lysis of adhesions on (B)(6) 2014. Major synovectomy and removal of osteophyte was also performed during the procedure on (B)(6) 2014 due to pain. There were no components removed or replaced. Additional information received in operative notes reported that patient sustained a subtle injury prior to procedure and experienced persistent pain with extension and crepitus along the medical compartment. Scarring and synovitis were further noted around the medial gutter and were debrided. Along the anterior edge of the bearing, bony overgrowth was noted and removed

Event description:
It was reported that the patient underwent right partial knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a right knee arthroscopy with lysis of adhesions on (B)(6) 2014. Major synovectomy and removal of osteophyte was also performed during the procedure on (B)(6) 2014 due to pain. There were no components removed or replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.